Manufacturer narrative:
(B)(4). Medical product: vngd ssk psc intlk fml s 55 rt catalog # 183300 lot # 460060 , offset tib tray 2.5mm adaptor catalog # 141490 lot # 207560 , vanguard (tm) dcm tibial bearing catalog # 183826 lot # 467180. (B)(6). Customer has indicated that the product will not be returned because it was discarded by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Discarded by hospital.

Event description:
It was reported that patient underwent a knee arthroplasty. Subsequently, the patient was revisied due to tibial prosthesis mobilization.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Device was not returned. Review of the device history record (DHR) found that two pieces were reworked for overspray on the taper per product deviation, which could likely be related to the reported event. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information has been provided.